Event description:
Newborn infant in neonatal ICU suffered a small, superficial laceration from an IV catheter. When the nurse was re-dressing the peripheral IV site, she noted a laceration under the IV catheter. It wasn't broken or chipped. Upon inspection and comparison of the IV catheter to other catheters of the same brand/type, staff realized that there is a "notch on the base of the catheter... And it appears that it manufactured that way... It's sharp and abrasive and caused the injury." The IV was removed and a photo was taken of the hub itself.